Event description:
In 2007, the lay-user/patient contacted lifescan alleging that a one touch ii meter had read inaccurately high. The patient indicated that the event occurred 2 years ago on an unspecified date/time. The patient claimed that the meter was giving him hi and low readings. In one case, the patient obtained an unspecified reading that he claimed was inaccurately high. After obtaining the result, the patient claimed he took insulin and suffered a hypoglycemic episode. The patient was unable to provide any meter readings obtained during the time of concern. The paramedics were contacted. He was treated with IV glucose. The meter was replaced. This complaint is being reported due to the following conclusion: the patient claimed the meter had read inaccurately high. The patient reportedly developed symptoms suggestive of hypoglycemia after the alleged meter issue started.

Manufacturer narrative:
Test strip lot # not provided. Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.